Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred on (B)(6) 2016 and the pump stopped all insulin delivery. Reportedly, the customer went to bed and called in the morning of (B)(6) 2016 to address malfunction alarm. The customers blood glucose (bg) level was impacted above 400 mg/dl. The customer took a manual injection to stabilize bg level. In addition, during troubleshooting with tandem technical support a cartridge alarm 19 occurred during the load process. The customers blood glucose level was not impacted related to the cartridge alarm 19. It was indicated that the customer would use manual injections as alternate insulin therapy.